Event description:
It was reported on (B)(6) 2013 that customer had an issue with a dialysis catheter. The customer states that an 82 year old female patient had a mahurkar maxid catheter placed on (B)(6) 2013. On (B)(6) 2013, the physician discovered that the catheter had a cut at the hub. The device was pulled and replaced on (B)(6) 2013. Patient involved without injury.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.